Event description:
It was reported that the patient presented for initial system implant. Post procedure, upon device interrogation it was discovered that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed resolve the issue. The patient was in stable condition.